Event description:
It was reported that one side of the tactra penile prosthesis had herniated and eroded. As a result, the patient experienced discomfort. The tactra device was revised. There were no further patient complications.

Event description:
It was reported that one side of the tactra penile prosthesis had herniated and eroded. As a result, the patient experienced discomfort. The tactra device was revised. There were no further patient complications.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that one side of the tactra penile prosthesis had herniated and eroded. As a result, the patient experienced discomfort. The tactra device was revised. There were no further patient complications.

Event description:
It was reported that one side of the tactra penile prosthesis had herniated and eroded. As a result, the patient experienced discomfort. The tactra device was revised. There were no further patient complications.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Corrected information provided in h6 patient codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of migration, erosion and discomfort were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptoms of erosion and discomfort are known risks associated with this device type and indicated as such in the instructions for use. The investigation could not lead to a clear conclusion about the cause of the reported event due to lack of evidence. Based on the information provided, an investigation conclusion code of cause not established was assigned to this investigation.